Manufacturer narrative:
The customer's reported complaint of the platform exhibiting user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) error message was confirmed during archive review and functional testing. The root cause was attributed to a faulty load cell 1. After the load cell 1 was replaced, the autopulse platform passed all the testing and meets all required specifications. The platform was functional tested and the autopulse exhibited user advisor (ua) 7 (discrepancy between load 1 and load 2 too large) error message upon powering on; thus confirming the reported complaint. Further investigation indicated that one of the load cells (load cell 1) was faulty. Replacing the load cell 1 remedied the ua7 error message. Load cell characterization testing was performed and confirmed that both load cell modules are functioning within the specification. Additionally, the software was upgraded. A run in test was performed and the platform passed functional testing and there were no faults/errors found during testing. A review of the archive was performed and found user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) occurred on the reported event date, thus confirming the customer's reported complaint. A visual inspection of the returned autopulse platform was performed and found no physical damage to the platform. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial number (B)(4).

Manufacturer narrative:
Zoll has not yet received the autopulse platform for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
Immediately after the autopulse platform (s/n: (B)(4) was powered on during the shift check, the platform displayed a user advisory 7 (discrepancy between load 1 and load 2 too large) error message with instructions to, pull up life band, check patient alignment and restart. No patient involvement was reported.